Event description:
Pt implanted with a dental splint on an unk date returned to surgeon. Surgeon determined that a screw from the dental splint had come loose and would need to be removed. Screw was removed and pt was not revised to any other hardware.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or part number or lot number provided.